Event description:
Additional information received indicating allegation on both the right ventricular lead and the device. Provocative testing was performed and the noise was unable to be reproduced. The device was reprogrammed. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The patient experienced dizziness associated with the pacing inhibition. The physician suspected rv lead damage, however, diagnostic imaging was note performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted and replaced. The right ventricular (rv) lead remained implanted and active. No anomalies of the rv lead were observed either visually or via diagnostic imaging. The patient was in stable condition.